Manufacturer narrative:
H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction. H11 additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event because his phone didn't make any sound to alert for hypoglycemia. He woke up from sweating and shaking. His wife beside him during that time checked his cgm readings and it was showing just the word low. His wife took a bg reading which was 26 mg/dl and then she treated the patient with 3 shots of glucagon emergency kit 1mg. They waited for 15 minutes then checked again his bgm and got a reading of 70 mg/dl. His wife didn't call an ambulance and the patient was not sent to the hospital. At the time of the report the patient was fine. It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was undetermined via data. However, it was found that no readings/ sensor error/ brief sensor issue occurred. The probable cause was determined to be sensor noise.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a hypoglycemic event because his phone didn't make any sound to alert for hypoglycemia. He woke up from sweating and shaking. His wife beside him during that time checked his cgm readings and it was showing just the word low. His wife took a bg reading which was 26 mg/dl and then she treated the patient with 3 shots of glucagon emergency kit 1mg. They waited for 15 minutes then checked again his bgm and got a reading of 70 mg/dl. His wife didn't call an ambulance and the patient was not sent to the hospital. At the time of the report the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.